Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated") and premature menopause ("early menopause/ period stopped") and was found to have weight increased ("weight gain") and breast cancer ("diagnosed with breast cancer"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed in 2016. At the time of the report, the back pain, abdominal distension, premature menopause, weight increased and breast cancer outcome was unknown. The reporter considered abdominal distension, back pain, breast cancer, premature menopause and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloated") and premature menopause ("early menopause/ period stopped") and was found to have weight increased ("weight gain") and breast cancer ("diagnosed with breast cancer"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed in 2016. At the time of the report, the back pain, abdominal distension, premature menopause, weight increased and breast cancer outcome was unknown. The reporter considered abdominal distension, back pain, breast cancer, premature menopause and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.